Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that she had unexplained low blood glucose of 24 mg/dl and was hospitalized. At the time of the call, the customer had blood glucose of 169 mg/dl. Troubleshooting found that the drive support cap was normal and that the pump passed the displacement test. Customer was advised to follow up with their doctor regarding the low blood glucose and to call back is further issues persist as it appears that the pump is functioning as designed.